Manufacturer narrative:
(B)(4) diplopia. Explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 18.5 diopter intraocular lens (iol) was explanted due to diplopia. The lens was replaced with a model zct150, 19mm lens. The patient was reported doing well post op. No further information was provided.

Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 06/17/2016 device returned to manufacturer - yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation in four pieces. Visual inspection revealed residues of viscoelastic (ovd) on the pieces. The condition observed in the lens is most probably related to the explant process. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.